Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 28-sep-2023. H.6. Investigation summary: catalog: 442023. Batch no.: 3102725. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? One was patient test if yes, detailed erroneous results (include # of errors and type): 1 patient molecular false positive. Customer is reporting molecular false positive for product 442023 lot no. 3102725.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? One was patient test if yes. Detailed erroneous results (include # of errors and type): 1 patient molecular false positive. Customer is reporting molecular false positive for product 442023 lot no. 3102725.